Event description:
On (B)(6) 2012 gamma3 surgery was performed. After it was found that the lag screw had cut out there was nonunion of basal neck. On (B)(6) 2012 revision surgery was performed. This case was presented at the meeting of japanese society for fracture repair on (B)(6) 2014.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk management file showed no deficiencies. The item was not returned for examination. The reported event indicated that the implant had fulfilled its tasks without any confirmed damages. Due to missing medical information it could not be determined whether the event actually presented a cutout or rather a medialization of the lag screw. In case of a cutout the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and poor bone substances. In case of a cutout usually an arthroplasty is needed as revision implant. In case of medialization the lag screw proceeds into and sometime penetrates the femur head ¿ in most of the cases an insufficiently placed set screw has been the root cause. In both cases the event will not be caused by any deficiency of the device(s).